Event description:
It was reported that the atrial lead exhibited intermittent capture, and an inverted p wave. The lead was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.